Event description:
Medwatch #(B)(4) was received from health professional to report an alleged leak in a lap-band. The patient presented with weight gain and during evaluation it is noted there "was limited residual fluid present with [the] band. A fluoroscopic study was performed which "identified leaking from the lap band balloon adjacent to the buckle." The device was removed and replaced. Follow up is being conducted but no further information has been received at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."